Event description:
It was reported that stent damage occurred. During preparation of a 16x90/9fr 75cm wallstent endoprosthesis, the stent was flushed and pre-deployed outside the patient. However, it was noted that the tip of the stent looked abnormal. There was a large amount of burrs and the stent deployed poorly. The device was not used and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: 16x90/9fr uni plus 75cm was received for analysis. The device was received with the stent fully constrained in the correct position on the delivery system. For investigation purposes the investigator partially deployed the stent to facilitate examination. A visual examination found the distal stent wires to be damaged. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.